Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/18/2020. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were x-rays taken to locate the needle? Was the needle piece removed from the patient during the same procedure? Do you mean by: "injured skin" skin laceration? Patient's present condition? How many of the total quantity were involved for the reported issue? Device return status/follow up.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the needle pulled off the strand. It was stated injured skin, but no indication of treatment. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/13/2020. A manufacturing record evaluation was performed for the finished device lot number pgr292, and no non-conformances related to the reported complaint condition were identified. Additional h3 investigation summary: four unopened samples of product code f1840, lot # pgr292 were returned for analysis. The complaint sample was not received. During the visual inspection of four unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no performance pull off - suture needle was found, and the tested samples met the finished goods requirements. Additional information was requested and the following was obtained: the complaint is not related to a loss of needle. The strand pulled off the needle (it was not attached to the needle anymore). No x-rays needed to retrieve the needle, because the needle ever been lost. The issue is related to a separation of the needle and the strand on both sides when suturing.